Event description:
It was reported that the right ventricular (rv) lead had dislodged. It was noted that the patient experienced pain. A physician performed a lead revision to reinsert the lead. It was mentioned that the patient was experiencing weakness and sweating from exertion even after the lead revision at the time of the report. It was noted that the system is working correctly and the physician did not believe additional tests were needed. No additional adverse patient effects were reported.